Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, upon withdrawing the needles, it was noted that the link suture was attached to the anterior needle, but no suture was attached indicating a posterior cuff miss. The guide wire was re-inserted and a second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported cuff miss. Analysis of the returned device revealed both cuffs were still attached to the link with respective needle tips. This is indicative of successful needle deployment and suture retrieval. Based on the investigation of the returned device, the needle deployment and suture retrieval were successful. The device performed according to specifications; therefore the cause for this complaint is related to the operational context during the use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.